Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant. Upon fixation, the lp dislodged. The lp traveled and was retrieved from the coronary sinus. The patient was stable.